Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 561, 600 mg/dl. The customer experienced the symptoms related to high blood glucose such as nausea, vomiting, abdominal pain. The customer stated that the meter was not connecting to the insulin pump. The troubleshooting was performed for high blood glucose. The auto mode was not active. The insulin pump will not be returned for analysis.